Event description:
Pain in both knees, swelling in both knees, pain from groin to below knee (both legs), burning from groin to below knee (both legs), hives on both legs, redness on both legs. Pt with a history of arthritis, high cholesterol, high blood pressure, acid reflux, allergy (unk) and swollen legs who experienced pain from groin to below knee (both legs), burning from groin to below knee (both legs), hives on both legs, and redness on both legs. There are no known allergies to chicken, feathers and eggs. The pt received synvisc injections into each knee in 2004. Pt developed pain and burning from the groin to 1 to 2 inches below the knee on each leg. Two days later, pt experienced hives and redness on each leg. At the time of this report, the hives and redness have resolved. The pt reported the pain and burning improved but continued. Additional info was received in 2004 from the physician. The pt was with a history of osteoarthritis, bilateral anserine bursitis, gastroesophageal reflux disease and chronic venous stasis. After the second injection into both knees, they developed pain and swelling in both knees. In 2004, they experienced pain in the extremity and a burning sensation. In 2004, the physician noted urticaria and erthema were not observed upon examination. The physician reported, the pt responded rapidly to either steroids or time or both. Pt had no fever or chills. At the time of this report, the pt had recovered. Review of data did not indicate trends that could be associated to any product complaint. MFR's comment: synvisc should be used with caution when there is evidence of lymphatic or venous stasis in the leg.